Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) it was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat grade 4 mixed mitral regurgitation (mr). Two clips (80313u254 and 80316u250) were implanted reducing mr to 2. On (B)(6) 2018, the patient was hospitalized with edema. An echocardiogram was performed which found that one clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 4. It is unknown which clip had the slda. The patient is being considered for a left ventricular assist device (lvad). No additional information was provided.

Manufacturer narrative:
(B)(4). The lot number and expiration date are listed as unknown because it could not be identified which clip remained attached to one leaflet; therefore, the information is as follows: lot number 80313u254, expiration date: 03/14/2019; lot number 80316u250, expiration date: 03/19/2019. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue for any of the two lots. The reported patient effects of worsening mr (mitral regurgitation) and edema are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for reported single leaflet device attachment (slda) could not be determined. The reported adverse event of worsening mr was a result of the slda. The reported edema was a secondary effect of the observed mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.